Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting extremely hot and continuously reboots.

Manufacturer narrative:
The case description states that the user's pdm is getting very hot and keeps rebooting. The pdm was returned with the battery inside and was able to power on with its own charge. History of device battery temperature from the date of occurrence as well as before and after the date of occurrence was inspected and no evidence of device over-heating was observed. The device was allowed to charge to 100% during investigation. The device was not observed to heat up during investigation. The pdm was paired with an unused pod and was able to perform all necessary functions including delivering a 5u bolus. The pdm remained paired to the pod for the duration of the investigation and did not reboot at any point during the investigation. Inspection of the log files show the pdm rebooting on the date of occurrence and on (B)(6) 2023. Inspection of the battery temperature and level around these times indicate that the pdm ran out of charge and was in a normal temperature range and then was rebooted once regaining charge. Inspection of the log files found no abnormalities that would cause the pdm to reboot. No problems were found with the system.